Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic)/short v-v intervals and high rate non-sustained episodes. A rv lead noise alert and right ventricular pacing impedance out of range alert were also triggered due to noise oversensing and high/undefined pacing impedance on the rv lead. A lead fracture is suspected. The rv lead was explanted and replaced. However, during the rv lead revision procedure the right atrial (ra) lead and left ventricular (lv) lead were dislodged. The ra lead and lv lead were then also removed and replaced with new leads. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.